Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's blood glucose was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.